Manufacturer narrative:
Block g4 (premarket) has been corrected. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. Visual examination of the returned device revealed that the device was returned in position 2, with the stent partially deployed, the sheath was not fully retracted at the distal end (approximately 20 mm). The stent deployment hub measured approximately 43 mm at position 2. Functional testing was performed: the stent deployment hub was unlocked but exhibited minimal movement, indicating that the sheath was not under elastic tension. The slider could not be advanced to position 4, and movement of the stent deployment hub did not translate to sheath movement at the distal end. A destructive inspection was conducted to examine the proximal outer sheath; no deformation was observed. Manual deployment was attempted by pulling on the inner catheter hypotube while constraining the outer sheath. The distal pusher retracted into the sheath and stent. The catheter was cut proximal to the stent pod. The inner portion of the proximal section moved relative to the outer sheath without resistance. However, the distal section of the catheter (after the cut) did not move independently pulling on the nose cone while holding the sheath indicated it was stuck. An axial cut of the black tip allowed the inner component to be pulled out of the outer sheath. The stent expanded upon removal. Product analysis confirmed the reported event of stent first flange failure to expand, as the device was returned in position 2, with the stent partially deployed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. The complainant reported that the stent was intended to be placed to treat afferent loop syndrome. The IFU states: "the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The stent is not intended to be placed for treatment of afferent loop syndrome. Additionally, stent partially deployed is known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). Therefore, taking all available information into consideration, the most probable root cause of the event is known inherent risk of device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system stent was to be implanted to treat afferent loop syndrome during an enteric-enteric anastomosis procedure performed on (B)(6) 2025. During the procedure, following successful fistula creation, the system was advanced and the distal flange release was initiated. However, the flange failed to expand both during release and after exiting the body. The procedure was completed with another stent of the same model. There were no patient complications as a result this event. Note: it was reported that the axios stent was intended to be placed to treat afferent loop syndrome. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for treatment of afferent loop syndrome.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. Visual examination of the returned device revealed that the device was returned in position 2, with the stent partially deployed, the sheath was not fully retracted at the distal end (approximately 20 mm). The stent deployment hub measured approximately 43 mm at position 2. Functional testing was performed: the stent deployment hub was unlocked but exhibited minimal movement, indicating that the sheath was not under elastic tension. The slider could not be advanced to position 4, and movement of the stent deployment hub did not translate to sheath movement at the distal end. A destructive inspection was conducted to examine the proximal outer sheath; no deformation was observed. Manual deployment was attempted by pulling on the inner catheter hypotube while constraining the outer sheath. The distal pusher retracted into the sheath and stent. The catheter was cut proximal to the stent pod. The inner portion of the proximal section moved relative to the outer sheath without resistance. However, the distal section of the catheter (after the cut) did not move independently pulling on the nose cone while holding the sheath indicated it was stuck. An axial cut of the black tip allowed the inner component to be pulled out of the outer sheath. The stent expanded upon removal. Product analysis confirmed the reported event of stent first flange failure to expand, as the device was returned in position 2, with the stent partially deployed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. The complainant reported that the stent was intended to be placed to treat afferent loop syndrome. The IFU states: "the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The stent is not intended to be placed for treatment of afferent loop syndrome. Additionally, stent partially deployed is known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). Therefore, taking all available information into consideration, the most probable root cause of the event is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system stent was to be implanted to treat afferent loop syndrome during an enteric-enteric anastomosis procedure performed on (B)(6) 2025. During the procedure, following successful fistula creation, the system was advanced and the distal flange release was initiated. However, the flange failed to expand both during release and after exiting the body. The procedure was completed with another stent of the same model. There were no patient complications as a result this event. Note: it was reported that the axios stent was intended to be placed to treat afferent loop syndrome. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for treatment of afferent loop syndrome.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system stent was to be implanted into the jejunum to treat afferent loop syndrome during an enteric anastomosis endoscopic ultrasound guided procedure performed on (B)(6) 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, following successful fistula creation, the system was advanced, and the distal flange release was initiated. It was noted that during the release, resistance was felt. However, the flange failed to expand during release and after exiting the body. When the stent was removed from the patient the stent was already partially deployed on the delivery system. The procedure was completed with another stent of the same model. There were no patient complications as a result this event. Note: it was reported that the axios stent was intended to be placed to treat afferent loop syndrome. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for treatment of afferent loop syndrome.